Manufacturer narrative:
A supplemental MDR is being submitted for the results from an engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated by a clinical specialist and revealed the following: tte showed central regurgitation after deploying sapien 3 ultra valve. Post-angiography showed regurgitation and final valve position approximately 50/50. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event of malpositioned thv. Investigation results suggest/indicate patient condition and/or procedural factors may have caused or contributed to this event but a definite root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for deployed valve exhibits central regurgitation was confirmed based on evaluation of the provided imagery. Available information suggests procedural factors (malpositioned thv) likely contributed to the event as per reported information and imagery, the final valve position was approximately 50/50. Valve malpositioning during deployment may result in the possibility of the native leaflets hanging over and covering the outflow of the valve, resulting in reduced coaptation of the leaflets. The leaflets are in a normally open position and require the back flow/pressure generated to initiate leaflet closure. There are multiple patient and/or procedural factors that contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, narrow or calcified stj, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our israel affiliates, during implant of a 23mm sapien 3 ultra valve in the aortic position by transfemoral approach, the valve was implanted at a 50/50 position but there was severe central leak according to echo examination. Although it was not visible, there was suspicion of leaflet movement issues. A second 23mm sapien 3 ultra valve was successfully implanted and the patient was stable during the entire procedure.